Event description:
Customer reported the table stopped working during a case. No patient injury was reported.

Manufacturer narrative:
A ge healthcare evaluated the system and determined the motion controller cpu needs to be replaced. Customer has not yet decided on repairs. This MDR is related to ge healthcare complaint number.